Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported that the patient was in the clinic yesterday ((B)(6) 2020) for her regular follow-up appointment. The patient reported to the provider that she had not used her stimulator since (B)(6) 2019 due to it ¿zapping¿ her in the upper extremities every time she moved. The patient also indicated that the internal battery was dead. The patient had some time this day, so she stayed in the office to charge her device enough so the manufacturer representative (rep) could interrogate her ins and reprogram. After performing a few antenna locators, the battery began to charge normally. The patient charged up to 40% and then rep interrogated, checked impedances, and reprogrammed her. Lead 0-7 showed all electrodes as ¿do not use¿ with impedances over 40000, also electrode 11 on lead 8-15 was out showing the same. The 0-7 lead is her cervical lead and the 8-15 is her thoracic lead. In looking at her programs, lead 0-7 was being used. The rep reprogrammed her using lead 8-15 and she reported good stimulation in bilateral legs and back. The rep mentioned a possible lead revision and she said she will not have another surgery. She is aware of no falls or injuries. Patient does not want to have a lead revision performed. The rep charged her ins so they could interrogate. The rep checked impedances and reprogrammed the patient on (B)(6) 2020. The rep information the healthcare provider (hcp) that they could not use lead 0-7 due to high impedances and that they reprogrammed her. After reprogramming, the patient reported good stimulation in her back and legs. The patient was scheduled for an epidural injection on (B)(6) 2020 and the hcp will check lead placement with x-ray. The patient¿s medical history included chronic back and neck pain. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received, and it was reported that the zapping and high impedances were associated with the cervical lead. And when using the lead¿s programmed electrodes. The cause of the high impedances has not been determined. After reprogramming on (B)(6) 2020. The patient walked around and moved to see if zapping continued and no zapping was reported. A follow up phone call with the patient was made on (B)(6) 2020. The patient is doing well and has no zapping. It is unknown if the high impedances have resolved. The patient has an appointment with their healthcare provider on (B)(6) 2020 but it may be rescheduled due to covid-19. No further complications were reported/anticipated.

Event description:
Additional information was received from a manufacturer representative and a consumer regarding the patient. It was reported that the manufacturer representative met with the patient on the day of the report and interrogated the implantable neurostimulator. An impedance check was performed which still showed that electrodes 0-7 (cervical lead) and electrode 11 (thoracic lead) as ¿do not use¿ with impedance values measuring 40,000 ohms. The patient has not had any falls or injuries since the last meeting with a manufacturer representative in (B)(6). The patient noticed a message at the end of april, beginning of may, a ¿cannot reach desired settings¿ and that she could turn her intensity down, but not up on group b. On group b, electrodes 12-,13-, and 15+ were being used. The manufacturer representative changed this program to 12- and 14+ to avoid those electrodes with high impedances. With these changes in group b, the patient reported good stimulation. The manufacturer representative also checked group a¿s program and the electrodes being used there were all within normal limits, so no changes were made to that group. After ending the session, the patient checked her patient controller and she no longer had the settings not available message and could turn the intensity up and down again. The patient reports no zapping and that she still does not plan on having surgery for a lead revision. There were no further complica tions reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.